Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed occlusion at 81.18 psi. This occurred during testing; there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing included testing the pressure on the device and it was found that the device did not activate within specification. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.